Event description:
A 28mm x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were inserted for the endovascular treatment of a 9cm abdominal aortic aneurysm in a patient in 2001. The pt had a history of a "bad heart" with coronary artery disease and an ejection fraction of 11%. The pt had a pulsatile mass pre-operatively. The physician felt the pt was not a candidate for open repair. The diameter of the proximal non-aneurysmal aortic neck was 24mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck was 170mm. It was reported that the right iliac artery had an aneurysm and measured 20mm in diameter. The aortic neck measured 3cm in length with thrombus noted on the right side of the aortic neck. The left internal iliac was coil embolized pre-procedurally and the bifurcated stent graft was deployed from the left iliac artery. It was reported that the final angiogram after implant of the stent graft demonstrated no endoleak and accurate placement of the endograft. There was successful exclusion of the aneurysm and no implant complications. It was reported that the pt expired 2 days post implant from a massive myocardial infarction. An autopsy performed confirmed that the pt died of a myocardial infarction and the aneurysm was excluded. No further info is available at this time and receipt of the death certificate is pending.